Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no patient harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of positive deposit of foam particulate on the fit tool. Evidence of foam degradation associated to this allegation. Evidence of liquid ingress was observed. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes that positive deposit of foam particulate on the fit tool. Evidence of foam degradation associated to this allegation. Evidence of liquid ingress was observed. The manufacturer found evidence of sound abatement foam degradation.